Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a protege everflex self-expanding to treat a severely calcified 50 mm lesion in the left common iliac artery. The artery was 7 mm in diameter and severely tortuous. The device was prepped as per the IFU with no issues identified. The procedure used a 6 fr non-medtronic sheath and a 0.035" non-medtronic guidewire. The lesion was pre-dilated using a 5x40 pta balloon. The protege everflex stent did not pass through a previously deployed stent and the physician was not met with resistance during advancement. It was reported that following the stent deployment, the physician experienced difficulty removing the device and the delivery catheter was caught on the stent upon withdrawal. Surgical cut down was required to remove the device. The patient was reported to be doing well.